Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose after every meal, with a current glucose of 72 mg/dl, and received troubleshooting and education on meal announcements and was advised to consult a healthcare professional. Symptoms included episodes of low and high glucose. Outcomes included no reported hospitalization or medical intervention beyond oral glucose use. Investigation included a review of user-reported glucose patterns and education provided. Investigation of this case revealed no device malfunction identified and no component-specific issue reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.